Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported that the customer received no delivery alarms, despite changing infusion sets multiple times. The customer had reportedly already reverted to a back-up plan. A fixed prime test was run and passed. The customer's blood glucose was 380 mg/dl. Nothing further reported.